Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump, and it stopped working. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to unexpected critical pump error (open book) after battery installation. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered critical pump error open book image. During download history review pump error 35 alarm was recorded on (B)(6) 2024 at 16:35:00.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, force sensor gold traces, and keyboard flex connector gold traces causing an unexpected electrical short. Unit received with cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In conclusion customer concern of cracked battery compartment was confirmed per visual inspection when cracked case (battery tube) was noted. In addition, critical pump error alarm (open book image) triggered by pump error 35 was confirmed. After this deconstructive analysis, it was determined that pump error 35 was caused by corroded electronic assembly. Therefore, isolate to an electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.